Manufacturer narrative:
During testing, it ws noted that the device door roller was missing and the door roller pin was broken off. As indicated in section h7, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the pump would reset and alarm. This does not indicate a reportable malfunction. However, during verification testing at the service center, it was noted that the device door roller pin was broken.